Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the wire of a ureteral balloon dilator set was displaced in the product packaging and pierced the sterile barrier. The device did not make patient contact.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: b1, h1. Evaluation of the returned device has determined there was no puncture in the packaging as initially reported. Complaint was initially determined to be a reportable device malfunction based on the inability to assure sterility of the device. There is no evidence to suggest that the observed device findings would be likely to cause or contribute to a death or a serious injury if they were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury or patient death. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.